Manufacturer narrative:
Initial

Event description:
It was reported that the patient dropped the ilet pump, resulting in a broken touchscreen that rendered the screen unusable and caused difficulty using the device; the reported device problem aligns with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage leading to fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.